Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17561645) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber rx pta balloon catheter (3mm6cm155) was inflated within the specified nominal pressure. However, it ruptured. There was no reported patient injury. The saber pta balloon was replaced with a new balloon catheter and the procedure was continued. The lesion was the superficial femoral artery (sfa). The device will not be returned for analysis as the device has been discarded in the hospital by mistake.

Manufacturer narrative:
Additional information received indicates that the vessel level of angulation and tortuosity is moderate. The device was prepped according to instructions for use (IFU). The device was prep normally. The same indeflator was used successfully with other devices. The balloon inflated normally. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The device was removed intact (in one piece) from the patient. There is no procedural film/cd available for review. A saber rx percutaneous transluminal angioplasty (pta) balloon catheter (3mm x 6cm x 155cm) was inflated within the specified nominal pressure; however, it ruptured. There was no reported patient injury. The lesion was the superficial femoral artery (sfa). The vessel level of angulation and tortuosity is moderate. The saber pta balloon was replaced with a new balloon catheter and the procedure was continued. The device was prepped according to instructions for use (IFU) and prepped normally. The same indeflator was used successfully with other devices. The balloon inflated normally. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The device was removed intact (in one piece) from the patient. The product was not returned for analysis. A product history record (phr) review of lot 17561645 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Without the return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics of moderate tortuosity and angulation may have contributed to the reported event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.